Manufacturer narrative:
Additional information received: it was reported during the index procedure that difficulty was encountered when advancing the delivery catheter beyond the arch into the ascending aorta due to significant tortuosity of the aortic arch. It was noted the physician had to use a force greater than anticipated to remove the device due to tortuosity. No difficulty was encountered deploying the stent graft or retracting the tip into the outer sheath but the delivery system appeared to become caught on the stent graft making it difficult to remove. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that after deployment of the stent graft in the ascending aorta, when the physician was attempting to remove the delivery system, the stent graft was pulled distally. After several attempts, the physician was able to remove the delivery system without pulling the stent graft any further distally. The stent graft position was further distal than initially intended, but the physician was satisfied with the final location. Three stent grafts in total were deployed in the ascending aorta during the procedure. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.